Event description:
It was reported that there was a loss of therapeutic effect. The patient experienced a loss of bladder control. It was stated that this morning the patient walked through a security gate at (B)(6) and felt a ¿surge of pain.¿ the patient wet her pants. When the patient returned home, her vagina hurt. The pain was not usual and the patient turned her implantable neurostimulator (ins) off. The patient was to try and see the healthcare provider (hcp) before going on vacation.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v357570, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).